Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. A follow up report will be provided upon completion of our investigation.

Event description:
During device evaluation of a mr850 respiratory humidifier at our fisher & paykel healthcare (f&p) regional office in USA, it was found that the audible alarm was distorted. There was no patient involvement.